Event description:
The patient has requested a chemical composition of the materials used in the suspected implanted hardware as the patient has a severe nickel allergy. The patient had spinal fusion of the anterior and posterior vertebrae with a peek cage implanted in 2010, the cage was manufactured by another medical device company. The patient believes that synthes screws and caps/washers may have been implanted into the cage on (B)(6) 2010. The posterior hardware was removed (B)(6) 2014 due to black tissue surrounding the implants, vomiting and migraines, the patient reported the symptoms were resolved with the removal. The patient does not plan to have the anterior cage and hardware removed at this time and states she is having pain and is unsure if it¿s related to the (B)(6) 2014 surgery involving removal of the posterior implants. The patient reported to have a copy of the medical records and reported synthes ¿ 2 (two) 5mm screws are noted on the implant record without any associated part and lot numbers. The patient is contacting us because of a severe nickel allergy and wants to know if synthes implants contain nickel and if we might be able to identify if her posterior screws caps/washers are synthes parts based on her radiology reports. The patient stated multiple times that she really doesn't think she has synthes implants but isn't sure since the information on her implant log about the implanted cage noted a manufacturer that was incorrect. The operative, implant and radiology reports have been requested from the patient to attempt to determine if synthes parts have been implanted this report is for the for two unknown caps or washers this is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two caps or washers, part and lot number unknown. Removal of some hardware occurred on an unknown date in (B)(6) 2014, it is also unclear if all hardware was implanted on the (B)(6) 2010, date supplied by the patient without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.